Event description:
Malfunction of the product.

Manufacturer narrative:
Following internal investigation it was concluded that the capsule ID was wrong and so was the reference report number. It was mixed-up with another report that was sent by the customer.